Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. And the franklin lakes FDA registration number has been used for the manufacture report number. D.4. Medical device expiration date: unknown h.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. H.4. Device manufacture date: unknown

Event description:
It was reported that after centrifugation with an unspecified bd blood collection tubes there was poor barrier separation of sample. The following information was provided by the initial reporter: we are currently struggling in our equine veterinary clinic to separate the serum off after we have spun the blood down in the centrifuge. We have tried letting the blood sit for various amounts of time and purchased a new centrifuge.

Event description:
It was reported that after centrifugation with an unspecified bd blood collection tubes there was an incorrect additive. The following information was provided by the initial reporter: we are currently struggling in our equine veterinary clinic to separate the serum off after we have spun the blood down in the centrifuge. We have tried letting the blood sit for various amounts of time and purchased a new centrifuge.

Manufacturer narrative:
The following fields have been updated with corrected and/or additional information. B.5. Event description updated to remove poor barrier separation of sample and add - incorrect additive. H.6. Investigation summary: bd had not received samples or photos for evaluation. Additionally, bd was unable to determine the specific material and lot number associated with this complaint; therefore, a review of the device history record could not be conducted. This is considered an off label use of this product. We do not have the capability at this time for veterinary investigations. This complaint is unable to be confirmed. If additional information is made available, this complaint will be reopened to assess the level of investigation needed. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h. 10.